Manufacturer narrative:
Insulin pump received with loose/protruded drive support disk, broken battery tube threads, cracked reservoir tube lip, missing end cap sticker. Compromised force sensor system alarm during prime/compromised force sensor system test and motor error alarm during basic occlusion test due to loose/protruded drive support disk.

Event description:
It was reported that the device alarmed a compromised force sensor system alarm. Device pushed through a whole reservoir during prime. Customer's blood glucose was unknown. After troubleshooting, customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.